Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. However, it was reported that the facility's biomedical engineer (biomed) checked the cable connections of the iabp in service mode and performed all tests which were passed to factory specifications. Nevertheless, the biomed has ordered the front end board and has indicated that it will be replaced as a precaution.

Event description:
It was reported that while the customer was performing a preventative maintenance (pm), the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum, displayed a.p. Sensing module failure and system failure messages. There was no adverse event reported.